Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to essure remove on, (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure on (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality-safety evaluation of product technical complaint. On 28-jan-2020: plaintiff fact sheet received. No new information received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded metallic ligation coils are present at the adnexal insertion point.') In a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding and menometrorrhagia. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (laparoscopic supracervical hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the embedded device, dysfunctional uterine bleeding and menometrorrhagia outcome was unknown. The reporter considered dysfunctional uterine bleeding, embedded device and menometrorrhagia to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2021: mr received. Reporter information, medical history added. Date of removal updated. Event medical device removal updated to event two embedded metallic ligation coils. New events added: dysfunctional uterine bleeding and menometrorrhagia. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.